Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. Attachment: [sus report mw5061886.pdf].

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient had requested the removal of their implantable neurostimulator (ins) as they had not found it helpful and thought their symptoms may be worse. The patient's reason for use was severe lower back pain. See attached medwatch mw5061886.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.